Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the titanium alloy humeral tray and humeral bearing could not be assembled correctly. The issue was identified intra-operatively during device assembly. Attempts have been made and no further information has been provided.